Event description:
Device malfunction: breakage of device. Time of device malfunction; during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during insertion of the proglide in the artery, "moderate resistance' was felt resulting in a "break/snap" at the guide and shaft. A femoral cut down procedure was performed to remove the shaft from the artery. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Against resistance.